Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 600 mg/dl, which the customer treated with manual injection of insulin and an infusion set change. The customer complained of thirst. Upon troubleshooting, it was found that insulin did exit the tubing during the manual prime process. No leak nor bent cannula were observed; however, the customer did state that the last infusion set had a bent cannula. Unable to complete the high pressure test due to the customer not having a tubing clamp available. A little blood at site noted. Advised shipment of a tubing clamp to complete troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.